Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uti [urinary tract infection] . Tampon stuck inside- vagina [foreign body in reproductive tract]. Missing string - tampon [device physical property issue]. Case narrative: consumer reported via e-mail that tampon was missing a string. No serious injury reported.

Manufacturer narrative:
Product was identified as a non p&g tampons product.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract] uti [urinary tract infection] missing string - tampon [device physical property issue] case narrative: consumer reported via e-mail that tampon was missing a string. No serious injury reported. Follow-up: (B)(6) 2022: returned product received confirmed that the tampons were not manufactured by tambrands manufacturing, inc. In auburn, maine, USA, and this case will be deleted from our database.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract] uti [urinary tract infection] missing string - tampon [device physical property issue] case narrative: consumer reported via e-mail that tampon was missing a string. No serious injury reported.

Manufacturer narrative:
Correction: product name there is insufficient information to perform a product investigation.